Event description:
In 2005, the lay user/patient contacted lifescan and alleged that her one touch basic enhanced meter was giving the "insert strip" message. The medical affairs specialist attempted to contact the patient three days later, but the phone number listed is disconnected and there is no other listing for the patient. A letter will be sent to the address provided. At the time of troubleshooting, it was verified that this was not a new product. The patient's testing technique was reviewed and it was discovered that the patient was applying the blood sample incorrectly (use error). Therefore, the issue was resolved over the phone through trouble shooting. The patient had reported that she was treated with glucose by a medical professional. However, there is no further information provided regarding the events leading to the treatment, symptoms experienced, and her blood glucose result on the medical professional's device. Her diabetes medication regimen was also not provided. This complaint is reported as an adverse event because the patient was not able to test on the meter at the time of concern and she was eventually treated with glucose by a medical professional. A replacement meter was sent to the lay user/patient for her comfort.